Event description:
The patient reported the needle button popped out on the v-go worn today when patient bent over. The patient stated she did not accidently press the needle release button.

Manufacturer narrative:
The device was returned and evaluated. The evaluation result is as follows: one device was received and evaluated for the complaint regarding the needle button released event. Device # (B)(4) was inspected, and the needle mechanism functions were tested and were verified to have operated as intended. The complaint could not be confirmed for this device.